Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and gimbal grip pads on the surgeon side console (ssc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Log review showed 23025 error pointing to a pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the axis 2.

Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, that the user informed the technical support engineer (tse) that they experienced a recoverable error in the left master tool manipulator (mtm) during system initialization. Before contacting the tse, customer attempted to recover the fault and rebooted the system twice without success. The tse checked the error logs and found errors 23025 recurring with each reboot. The user was guided to perform a hard power cycle of the surgeon side console (ssc) and exercise the mtm through its full range of motion. Although the mtm initially started normally after rebooting, the error returned shortly thereafter. The tse explained that the ssc would not be usable and inquired if another ssc was available, which was not the case as it was in use. The user decided to convert to laparoscopic for the current surgery and inquired about the feasibility of using the system for two additional surgeries scheduled later that day. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified before anesthesia, and while no surgery conversion had begun, surgeries originally scheduled for the da vinci system were performed laparoscopically. The system was down for one day, requiring the scheduled surgeries to be completed using laparoscopy.